Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a minimally calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed and the evar procedure was completed. However, hemostasis was not adequately achieved with the initially placed prostyle sutures. A third device was used; however, the footplate remained slightly open when the foot plate lever was fully closed causing difficulty in removing the device from the anatomy. Hemostasis was achieved with prior prostyle sutures and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported difficulty to close the foot was not confirmed as the lever was opened, and the foot was deployed then the lever was closed and the foot retracted with no difficulties noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d4 ¿ model #, catalog #: updated from unk prostyle to 12773-02. D4 ¿ lot #: updated from unknown to 4121042. D4 - primary UDI number: updated from unknown to (B)(4).